Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal cramping / abdominal pain') in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: iud from 2005 to 2006. Concurrent conditions included metrorrhagia, painful intercourse, sore throat, congestion nasal, runny nose, ear pain, headache, itchy rash, bronchitis, sciatica, tinea versicolor, dysfunctional uterine bleeding, tooth infection, ligament sprain, vaginal discharge, vaginitis, sexually transmitted disease, pyelonephritis, flank pain, chest pain, urinary tract infection, gonorrhea, streptococcal pharyngitis, depression, insomnia, loss of energy, anxiety, pain in hip, dermatitis, obesity, dizzy, dysphagia, weight loss, pharyngitis, claustrophobia, abdominal pain lower, dysmenorrhea, tooth pain, gastroesophageal reflux disease, vaginitis and ovarian cyst. Concomitant products included alprazolam (xanax) since 2011, clindamycin from 2007 to 2013, ethinylestradiol;norethisterone acetate (microgestin) from 2014 to 2015, hydrocodone from 2006 to 2013, naproxen from 2007 to 2013, oral contraceptive nos from (B)(6) 2007 to (B)(6) 2009, sertraline hydrochloride (zoloft) from 2010 to 2011 and zolpidem from 2010 to 2011. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced back pain ("back pain") and arthralgia ("joint pain"). In (B)(6) 2006, the patient experienced menorrhagia ("excessive menstrual bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2006, the patient experienced the first episode of dyspareunia ("pain during intercourse"). In (B)(6) 2007, the patient experienced vision blurred ("neurological conditions-blurred vision"), headache ("neurological conditions-headaches") and dizziness ("neurological conditions-dizziness"). In (B)(6) 2007, the patient experienced gingival swelling ("dental problems"), tooth infection ("dental infection") and toothache ("dental pain"). In (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient experienced fungal infection ("yeast infection"). In (B)(6) 2010, the patient experienced depression ("psychiatric problems condition: depression") and insomnia ("insomnia"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced ovarian cyst ("reproductive system disorder or condition: ovarian cyst"). In (B)(6) 2014, the patient experienced anxiety ("psychiatric problems condition: anxiety"). In (B)(6) 2015, the patient experienced dysuria ("bladder or urinary problems or changes: dysuria"). On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), migraine ("migraines"), pain ("other pain symptoms"), the second episode of dyspareunia ("dyspareunia (painful sexual intercourse)"), cervicitis ("cervicitis"), sciatica ("other injury: sciatica") and pelvic pain ("pelvic pain female"). At the time of the report, the abdominal pain, menorrhagia, back pain, migraine, pain, vaginal haemorrhage, dysuria, fungal infection, depression, anxiety, ovarian cyst, gingival swelling, dysmenorrhoea, the last episode of dyspareunia, vision blurred, headache, dizziness, vaginal discharge, insomnia, cervicitis, sciatica, tooth infection and arthralgia outcome was unknown. The reporter considered abdominal pain, anxiety, arthralgia, back pain, cervicitis, depression, dizziness, dysmenorrhoea, dysuria, fungal infection, gingival swelling, headache, insomnia, menorrhagia, migraine, ovarian cyst, pain, pelvic pain, sciatica, tooth infection, toothache, vaginal discharge, vaginal haemorrhage, vision blurred, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure (ess205). The reporter commented: currently planning for removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2007: device was seen in pelvis. X-ray on (B)(6) 2007: results: device was seen in pelvis. Diagnostic results: (B)(6) 2006: pap test negative for intraepithelial lesion. (B)(6) 2006: pregnancy test- (B)(6). (B)(6) 2014: us transabdominal and pelvic endovaginal pelvis ultrasound: complicated right ovarian cyst. (B)(6) 2016: abnormal test- pap. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 9-dec-2019: pfs received. Onset date of the event back pain, blurred vision, -headaches, dizziness, swollen gum, dental infection, dental pain, joint pain, vaginal discharge, depression, anxiety, insomnia, dyspareunia, dysmenorrhea (cramping) and dysuria were updated. Severity of the events were added: back pain, dysmenorrhea, joint pain, pelvic pain. Reporter information, concomitant drug and lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.